Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs showed the freestyle lite test strips and freestyle lite meter passed all tests prior to release. Dhrs for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc glucose meter. The customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) message and a 415 mg/dl scan on the sensor. The customer became light-headed and he contacted his doctor who advised him to go to the ER. At the ER, a reading of 390 mg/dl was obtained on the hcp meter and an unspecified IV drip was administered as treatment. The customer was monitored in the ER for 5 hours and no additional treatment was reported. There was no report of death or permanent injury associated with this event.